Event description:
On (B)(6) 2010, pt reported the infusion device has continued to display an e4 (occlusion) error intermittently for the past 2 weeks. Pt stated she changed the insulin cartridge and the infusion set. Pt reported the occlusions began after her daughter threw the infusion device outside the window and it landed on the concrete. Pt stated she continued to use the infusion device throughout the occlusions and noticed she was experiencing elevated blood glucose readings in the 300's mg/dl and 400's mg/dl. Pt reported the entire day she was injecting and bolusing with the infusion device while her blood glucose would not reduce. Pt stated she was vomiting, having nausea, and felt weak. Pt reported she was taken to the hospital by ambulance and was taken off of the infusion device and given an insulin drip and injection by syringe. Pt stated she remained in the hospital for 3 days until she was released. Pt reported she was instructed to contact her doctor and to have the infusion device replaced. Pt is currently taking injections. Pt does not have a backup infusion device if needed. Product was replaced and requested return of the suspect product for eval.